Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease smooth assessed as fold flaw opening. Anxiety-product-procedure: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported implant exchange due to the patient's concern with the product. Healthcare professional later reported extensure rupture. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported implant exchange due to the patient's concern with the product. Healthcare professional later reported extensure rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.